Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated the issue was resolved by replacing the hgb lamp and the rbc diluent dispenser. (B)(4).

Event description:
The customer reported that hemoglobin (hgb) was running low on the "abnormal 2" control on the lh500 instrument. There were no erroneous results associated with this event.